Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used during scope cleaning. According to the complainant, it was noted that bristles from the brush became detached during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: device problem code 1069 captures the reportable event of brush break. Block h10: visual analysis of the returned device found both the channel end brush and valve end brush to have missing bristles. The damage is consistent with forceful application of the brush through a scope, likely as a result of an occluded scope channel. The directions for use states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the cause code assigned to this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A labeling review was performed and found the device was not used in accordance with the labeling, as the damage is consistent with forceful application of the brush through a scope. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:06 pm CT. The report number is being corrected from: 3005099803-2018-61994 to: 3005099803-2018-60377. This report is follow-up # 1.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used during scope cleaning. According to the complainant, it was noted that bristles from the brush became detached during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: device problem code 1069 captures the reportable event of brush break. Block h10: visual analysis found bristles were missing on both the channel end brush and valve end brush. The damage is consistent with forceful application of the brush through a scope, likely as a result of an occluded scope channel. The direction for use states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the cause code for this event is "failure to follow instructions" which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and found the device was not used in accordance with directions for use/label. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 12:26 pm CT. The report number is being corrected from: 3005099803-2018-62289 to: 3005099803-2018-60377.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end channel/valve brush was used during scope cleaning. According to the complainant, it was noted that bristles from the brush became detached during use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.